Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a problem with the check valves when trying to flush two of these lines and only two of the lumens were not flushable, the third set worked fine. The line was going to be used on a patient however they found the line wouldn't flush so it was removed before use.

Manufacturer narrative:
H6. Health impact and evaluation codes: updated. No product was returned therefore an investigation could not be performed. A device history record (DHR) review showed there were no observations recorded during the manufacturing of the reported lot number. This issue will continue to be monitored and further actions taken accordingly. If the device is returned the manufacturer will re-open the investigation.